Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that his pump got wet and quit working. The customer stated that the pump display went blank immediately after pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.